Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, an error occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was not able to be reproduced. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the temporary contact failure of video connector. If additional information becomes available, this report will be supplemented.